Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right atrial lead exhibited impedance measurements greater than 2000 ohms. As a result, the device was programmed to vvir. No adverse patient effects were noted.